Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The wound care journal (2019) published: "comparing human amniotic allograft and standard wound care when using total contact casting in the treatment of patients with diabetic foot ulcers". Objective: this prospective, randomized study compared two treatments for diabetic foot ulcers: total contact cast and a skin substitute versus total contact cast and standard wound care. Participants: researchers screened 270 adult outpatients in a midwestern wound care clinic for inclusion. Adults 18 years or older with type 1 or 2 diabetes and a diabetic foot ulcer located on the plantar surface larger than 0.5 cm2 in area were invited to participate if they had not demonstrated a 50% reduction in wound area following 4 weeks of standard treatment. Thirteen patients were randomized into two intervention groups. The majority of the participants had type 2 diabetes. Interventions: group a treatment: total contact cast and a skin substitute (human amniotic allograft); group b treatment: total contact cast and standard wound care. Outcome measures: mean ulcer surface area, time to closure, recurrence rates, satisfaction with total contact casting, infection, and hemoglobin a1c were measured. Results: the majority of participants experienced wound closure during the course of the study (92.3%). Two participants did not achieve closure, both of whom had charcot foot. Group a, which had a higher mean hemoglobin a1c at study outset, experienced a longer mean time to closure (29.50 days) compared with group b (26.20 days). The 90-day recurrence rates were different for the two groups, with only one recurrence for group a (14.29%) but five recurring ulcers in group b (83.33%). Adverse events: one participant in each group not achieving wound closure, both of whom had charcot foot. One participant in each group was diagnosed with an infection in the dfu, and both of these participants had charcot foot as well. Conclusions: although significance was not established because of sample size, there was a definite trend toward significance that merits further investigation with human amniotic allograft.

Manufacturer narrative:
The xxx-tcc-ez was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, thus device history record (DHR) could not be reviewed. The definite root cause cannot be identified as no product was returned and based from the investigation, the complaint is not confirmed. However, factors that might have affected the condition of the wound are as follows: 1) improper application of the cast; 2) special attention should be considered to patients with charcot foot because of the complexity of its condition; 3) patient compliance is also necessary to avoid complication. Patients may require assistance with activities of daily living, such as bathing and sleeping. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.